Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) vacuum regulator failed calibration. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), (type of investigation, investigation findings, component codes, investigation conclusions). Additional information: e1(event site telephone: (B)(6). A getinge field service engineer (fse) replaced the vacuum regulator and adjusted the regulator within calibrated limits. All manifold tests performed and passed. All functional and electricity safety tests performed to manufacturer specifications. The unit was returned to the customer and cleared for the clinical use.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) vacuum regulator failed calibration. There was no patient involved.

Manufacturer narrative:
Updated sections: b4, e2, e3, g3, g6, g7, h2, h10, h11. Corrected sections: b5, b6, b7, d5, e1, g2.